Event description:
The facility reported a colleague infusion pump with a "bad keypad." It is unknown when the reported condition occurred. There was no pt injury or medical intervention reported. There is no additional info available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.